Event description:
It was reported post-operative of a battery change that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w4tr01 ipg, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.